Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure. According to the complainant, during preparation, they were unable to inject glucose sugar into the catheter, because of severe resistance met with syringe. The needle could be extracted and retracted without difficulty, and there was no damaged noted to the device, or the device packaging. Another interject injection therapy needle device was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure. According to the complainant, during preparation, they were unable to inject glucose sugar into the catheter, because of severe resistance met with syringe. The needle could be extracted and retracted without difficulty, and there was no damaged noted to the device, or the device packaging. Another interject injection therapy needle device was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4): needle being blocked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation was performed and no anomalies were identified from the inspection. A functional evaluation was performed and the needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed. When the syringe was compressed resistance was felt confirming that the device was occluded. The inner hub/sheath was removed from the outer and no visible signs of damage were observed. The extrusion was cut just proximal of the needle so that the sheath and needle could be tested separately. The syringe was once again filled with air and attached to the inner hub and compressed. The syringe could be completely compressed, no resistance was encountered. Next, a 0.009 pin gauge was inserted into through the needle into the proximal end of the needle; some resistance was met. The pin gauge was pushed further into the inner diameter of the needle until it exited the distal tip. A small piece of what appears to be a "silicone" like substance was extracted from the inner diameter. Based upon the evaluation conducted, a definitive root cause for the silicone blocking the lumen could not be determined at this time. Further investigation into this issue is being reviewed by boston scientific. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure. According to the complainant, during preparation, they were unable to inject glucose sugar into the catheter, because of severe resistance met with syringe. The needle could be extracted and retracted without difficulty, and there was no damaged noted to the device, or the device packaging. Another interject injection therapy needle device was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.